Manufacturer narrative:
Updates were made to d3 and g1b.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope air/water tube and air/water cylinder had white foreign material inside the tubes. There were no reports of patient harm.